Manufacturer narrative:
The investigational analysis completed (B)(6) 2020. The device was visually inspected and reddish material was found in pebax sleeve. No internals parts exposed. During the second visual, the reddish material on pebax was confirmed. A hole in the pebax, exposed metal, and missing polyurethane on electrode #2 was observed . The magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor feature was tested, and it was found to be working properly. The force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions were found during the review. The customer complaint cannot be confirmed. The root cause of the damage on pebax and damage of the polyurethane on electrode cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for afib - paroxysmal with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially, it was reported that during the procedure the catheter force displayed inappropriately. No errors were displayed. The catheter was replaced and the issue resolved. The case continued without further incident or harm. No adverse patient consequences were reported. The observed force issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2019, the bwi pal received the device for evaluation. Upon initial inspection, reddish material was observed in pebax sleeve and no internal parts exposed. The observed reddish material has been assessed as not MDR reportable. Further testing was then performed. During a second visual inspection on (B)(6) 2020, the initially observed reddish material was confirmed. Additionally a hole in the pebax, exposed metal, and missing polyurethane on electrode #2 was observed found. The observed hole in the pebax has been assessed as MDR reportable. The awareness date has been reset to (B)(6) 2020.